Manufacturer narrative:
Additional information: b3: estimated event date based on report details. D6: estimated surgery date based on report details. The device remains implanted in the patient; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Iop increase is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Iop increase is an established risk associated with use of the device, which is clearly specified in the product''s labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
Through a medical inquiry, a trabecular microbypass stent system patient reported that following a "complicated" cataract surgery followed by stent implantation, the patient presented approximately one (1) month postop with elevated intraocular pressure (iop). Reportedly, the patient was prescribed iop lowering medication, which improved iop. Per report, the patient had further questions regarding stent procedures, which were addressed, and was referred back to the implanting surgeon to provide an appropriate response specific to the patient''s condition. Any omitted information was not available through follow-up.